Event description:
It was reported that during a routine generator change, the physician complained of the unusually short connector pin of the right ventricular (rv) lead. Upon closer inspection, it was noted that the insulation had pulled over the pin, which was rectified by pulling the connector pin out and reconnecting to the new device. It was noted that following the implant, the rv lead exhibited intermittent high threshold and high impedance. Due to the patient's other comorbidities, the rv lead currently remains in use and the patient is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted the rv coil impedance measured 254 ohms and the following weeks exhibited high and variable measurements. The rv pacing impedance measured 4047 ohms. This lead was included in that field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. (B)(4).